Manufacturer narrative:
Additional information: a3, b2, d4, d5, d6a, e1, e3, g4, h4, h5, h6, h11. Investigation results: an analysis of the product could not be conducted because a physical sample was not received for evaluation. A review of the manufacturing records for the finished lot number 3944918 (product code 810041bl) was performed, and no non-conformances or manufacturing irregularities were identified. The expiration date for this product is october 31, 2027, and the manufacturing date is november 6, 2024. According to our company's quality system, all devices are manufactured, inspected, and distributed in accordance with approved specifications. Based on the available information, there is no evidence that a design or manufacturing issue has contributed to the reported complaint. Therefore, it has been concluded that no corrective or preventive action is required at this time. We will continue to monitor additional complaint information for potential safety signals through complaint trending as part of our post-market surveillance. If a product sample is received later, we will update the investigation as necessary. The manufacturing number is (B)(4).

Manufacturer narrative:
An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. Based on the limited information provided, the reported product complaint could not be confirmed.

Event description:
Defective healing of the urethral incision resulted in vaginal exposure of the prosthesis at the delivery scar. This required surgery in the operating room for scar recovery, in ambulatory surgery, with in some cases partial excision of the strip.